Event description:
Health care professional (hcp) reports leak in pump segment tubing of cycler set. Treatment was discontinued at time of lead. Per health care professional, no pt injury or medical intervention.